Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 02/21/2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was treated at a diabetic clinic for low blood glucose (bg) of 1.4 mmol/l with loss of consciousness. The patient was reportedly treated with glucagon injection and discontinues insulin pump therapy. The patient reportedly had a thyroid issue, which the reporter stated could interfere with bg levels. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the pump history indicated that the pump was manually suspended on (B)(6) 2017 at 00:47 and manually resumed at 06:21, and that the pump was manually suspended at 01:52 on (B)(6) 2017 and manually resumed at 08:18. There was evidence of unexplained reboots on (B)(6) 2017 at 12:08 and 12:14 followed by multiple ¿basal edit not saved¿ warnings. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.